Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had low blood glucose because her insulin pump was malfunctioning. Customer stated that her setting for fill cannula jumped from 3.0 to 10.0 units. Customer stated that she performed fill cannula while was connected and the 10.0 units was delivered into her body. Customer stated that the same thing happened on (B)(6) 2014 and (B)(6) 2014 when she changed her infusion set and she ended up with low blood glucose of 45 mg/dl. Nothing further was reported.